Event description:
Patient was revised to address unexplained. Intraoperatively observed that the components were not articulating smoothing and were catching due to a roughened edge.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.